Event description:
Description from the customer: "the perfusionist start a cleaning procedure before the service technician arrived to do the maintenance. Flow errors occurred during melting and perfusionist has seen air in main circuit. The machine has still an iceblock and after restart the self-test failed with main heater errors." (B)(4).

Manufacturer narrative:
A maquet field service technician investigated the unit and drained the water manually and cleaned the bypass valves. These valves were brown and the shaft did move difficult in the maquet. It took hours before the unit passes the self-test after a switch-on. The unit was tested to factory specs. All tests were performed successfully. The unit has been repaired and returned to service. A supplemental medwatch will be submitted as soon as additional information becomes available.